Event description:
It was reported that the customer was having difficulty draining the bag. They could not figure out how to release the clamp and were very frustrated. Bd representative walked them through using the clamp, and they were able to do it and also sent them the instructional video. They disliked the product and also mentioned that they got the catheter end in the toilet and requested to know if that had been compromised. Bd representative instructed them that it had been and that they should not use it again and was suggested that they drain the bag before removing the catheter from their urethra. The patient was satisfied with their instructions but did reiterate that they thought better instructions were needed with or on the product for how to use the drainage clamp.

Manufacturer narrative:
Upon further review, bd has determined that this MDR as not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer was having difficulty draining the bag. They could not figure out how to release the clamp and were very frustrated. Bd representative walked them through using the clamp, and they were able to do it and also sent them the instructional video. They disliked the product and also mentioned that they got the catheter end in the toilet and requested to know if that had been compromised. Bd representative instructed them that it had been and that they should not use it again and was suggested that they drain the bag before removing the catheter from their urethra. The patient was satisfied with their instructions but did reiterate that they thought better instructions were needed with or on the product for how to use the drainage clamp.